Manufacturer narrative:
As part of heartflow's investigation following the customer report, we reviewed the potential false negative. Hfid# chsch-23jbpb-xwjp: the investigation determined the lad vessel was modeled according to the validated product at the time of the analysis and appears to reflect the available CT data. Heartflow could not determine the cause of the discrepancy between the heartflow analysis and the reported feedback. The customer will be notified of the investigation results. The company representative followed up for additional information. If any additional information is received at a later time a supplemental medwatch report will be submitted. Heartflow's analysis instructions for use include the following warnings: the heartflow analysis represents patient conditions at the time of CT acquisition. The duration of time and changes to patient health after CT acquisition must be assessed during interpretation. Clinical validation that supports the heartflow analysis was limited to subjects whose CT acquisition occurred within 60 days of invasive ffr (mean 18 +/- 13 days). Due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient.

Event description:
Healthcare professional (hcp) reported a false negative result for a patient that had a heartflow analysis performed on (B)(6) 2023. The hcp additionally reported the patient presented to the emergency department with severe chest pain on an unknown date the first week of january 2024 and was taken to the catheterization lab.